Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited potential t-wave oversensing due to low signal amplitude measurements resulting in delivery of an inappropriate shock. The patient was walking at the time. The sensing vector was reprogrammed from secondary to alternate. Additional information was later received that an additional inappropriate shock was delivered. Review of the stored episode noted a drastic and abrupt change in rate and morphology with a wide complex qrs with oversensing that occurred due to the wide complex. The rhythm was felt to likely be a ventricular tachycardia (vt). No additional adverse patient effects were reported. This device remains in service.